Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to clinical and/or procedural factors. However, the subject device was not returned, and the specific root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unknown procedure, approximately 0.5cm piece of the lining of a guide wire broke off from the guide wire and was in the patient's body, until the surgeon removed it.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.